Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported a suction break occurred while performing a lasik procedure in patient's right eye . The doctor reapplied the suction and continued with flap creation. The procedure was completed. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. Additional information was received, which informed that there was no patient harm. No further information is expected.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. The technical investigation shows that the device meets the specifications. Review of the logfile confirmed treatment was aborted by the user releasing the laser pedal and pressing the vacuum pedal which shuts down the vacuum pumps. Aborted treatment was restarted by the user and could be performed successfully. Treatment was aborted by the user releasing the laser pedal and pressing the vacuum pedal which shuts down the vacuum pumps. (B)(4).